Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 580 mg/dl with ketones. Bg was addressed by completing multiple infusion set changes. Reportedly, the customer believed that the infusion sites may have been the cause of elevated bg; however, did not identify any infusion set issues. The customer was instructed to consult with the healthcare provider regarding bg level. System check could not be performed as the issue occurred in the past.